Event description:
Philips received a complaint by the customer on the v60 indicating that the navigation ring was not working. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that the navigation ring was not working. Onsite service is currently pending.

Manufacturer narrative:
E1: (B)(6). (B)(6). (B)(6).

Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that the navigation ring was not working. A field service engineer (fse) went onsite and confirmed the reported issue. The fse replaced the front bezel with the navigation ring and confirmed the reported issue was resolved. The fse replaced the front bezel with the navigation ring to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.